Manufacturer narrative:
The report of a malpositioned inflow conduit was confirmed based on the submitted x-ray; however, the report of a malpositioned outflow elbow could not be confirmed. The outflow elbow is a fixed component with one axis of rotation. The ventricular assist device was returned assembled with the driveline cut approximately 6 inches from the pump housing; however, the remainder of the driveline was not returned. The sealed outflow graft, sealed outflow graft bend relief, and outflow elbow were returned attached to the pump outlet port. The bend relief collar was returned attached to the outflow graft and bend relief hardware. The sealed inflow conduit was not returned. Upon review of the submitted x-ray, the outflow elbow appeared appropriately aligned with the graft hardware. The sealed inflow conduit appeared malpositioned, with the proximal end of the conduit appearing to point towards the patient¿s back. Examination of the interior of the sealed outflow graft, graft attachment, and outflow elbow showed no evidence of deposition or thrombus formation. The three tabs on the outflow elbow screw ring were properly engaged. All ptfe washers and o-rings in the graft attachment and outflow elbow were present and in place. Examination of the pump¿s blood contacting surfaces did not reveal any evidence of deposition or thrombus formation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 day post-implant, it was reported that a malposition of the outflow elbow was observed. The patient was returned back to the o.r to re-position the lvad. After the repositioning, the inflow conduit position was fine; however, the patient was deteriorating (venous saturation 40% and lactate of 15). The surgeon made a decision to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. A supplemental report will be submitted when the manufacturer's investigation is completed.